Event description:
A report was received that the patient was feeling pain at the pocket site. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision. The physician advised for a lidoderm cream to be applied on the pocket site.

Event description:
A report was received that the patient was feeling pain at the pocket site. The patient will undergo pocket revision.

Event description:
A report was received that the patient was feeling pain at the pocket site. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient still had some stinging sensation. The patient had nonrelated medical issues that she wanted to address first. There will be no further course of action.